Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The following were noted during visual inspection: minor scratched display window, scratched case, scratched keypad overlay and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the boluses listed on the event date 06-aug-2024 in the pump history file. 08/06/2024 06:38:45.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 42000 (4.2 u) bolusamountdelivered: 42000 (4.2 u) 08/06/2024 07:40:55.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 17000 (1.7 u) bolusamountdelivered: 17000 (1.7 u) 08/06/2024 08:43:39.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 31000 (3.1 u) bolusamountdelivered: 31000 (3.1 u) 08/06/2024 10:03:09.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 43000 (4.3 u) bolusamountdelivered: 43000 (4.3 u) please see below for the daily total of all insulin delivered on the event date 06-aug-2024 in the pump history file. 08/07/2024 00:00:00.000 dailytotals (60) dailytotalcollectionstarttime: 08/06/2024 00:00:00.000 dailytotalofallinsulindelivered: 314000 (31.4 u) dailytotalofbasalinsulindelivered: 181000 (18.1 u) dailytotalofbolusinsulindelivered: 133000 (13.3 u) there were no autosuspend alarm or usersuspended alarm noted in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 06-aug-2024 in the pump history file. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Possible under delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly and the high blood glucose. The customer reported blood glucose value of 460 mg/dl. The customer reported hyperglycemia, diabetic ketoacidosis, malaise treated with IV insulin drip (intravenous insulin infusion), discontinue use of insulin delivery system, hospitalization: overnight stay. The event involved product(s) mmt-1812. Troubleshooting was performed. The customer has been using the insulin pump system within 48 hours of the reported high bg event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Mmt-1812 was requested and customer response was the device will be returned.